Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14-volt battery not charging was confirmed via the battery¿s functional analysis. The returned 14-volt battery (serial number (B)(6) displayed 0 out of 5 bars on the fuel gauge upon arrival, and the battery was not accepted for charge in a known working test universal battery charger (ubc), displaying a b0001 error code with a red light. The battery was opened and troubleshoot, and the battery¿s cell voltage circuitry was observed to have been shorted to its communication circuitry, causing two of the battery¿s cells to read as 0 volts and rendering the battery unable to communicate with a ubc. The root cause of the reported event was determined to have been the battery¿s main printed circuit board (pcb) becoming electrically damaged; however, the root cause of how the main pcb became damaged was unable to be conclusively determined through this analysis. Device history records (DHR) for the 14-volt battery reside with the original equipment manufacturer (OEM). However, the 14-volt battery was observed to have passed all initial manufacturing testing per the great batch manufacturing data sheet. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that according to the ventricular assist device (vad) coordinator, the team replaced a 14v battery they provided to the patient in january. The battery no longer charged and showed a red light on the universal battery charger (ubc). Error code b0001 showed on the ubc. It was stated that there were no dirt or debris noted, and the copper section of the battery was cleaned with alcohol, the battery was placed in different pockets, multiple different ubc's were tried, and the battery was left on the ubc for an extended period of time.